Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation regarding the coating on the image guide coil tube peeling off, the cause was due to some form of stress, such as component damage or degradation. The cause of this complaint is expected or random component failure, rather than a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the coating on the image guide coil tube peeling off was found. There was no patient involvement.